Manufacturer narrative:
Additional information provided in e.1., h.3., h.6. And h.10. Product evaluation: the product was not returned. The file will be reopened if the sample is received. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was removed during a secondary procedure due to the quality of the vision was unacceptable to the patient. There was a 'mechanical complication' of the lens. Additional information was requested.